Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was hospitalized due to high blood glucose. Customer stated that the blood glucose reading was over 600 mg/dl at the time of hospitalization. Customer stated that her blood glucose dropped to 57 mg/dl while she was hospitalized. Nothing further was reported.